Event description:
On (B)(6) 2010, the pt was treated with two gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2010, CT showed a proximal type I endoleak. On (B)(6) 2010, the pt underwent a second procedure where the trunk-ipsilateral leg component was extended proximally with a aortic extender component ((B)(4)). It was thought that the left renal would be intentionally covered and a renal stent was implanted to prevent this, however, the left renal was not covered. The endoleak was excluded and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.